Manufacturer narrative:
H3: product analysis of the device found that the nut of the cable connector was damaged and that the rubber feet were missing. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the cable disconnection was suspected, box recognition failure. There was an error code displayed, visual indicator that alerted the user of the issue. There was no patient impact.